Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a cause of the reported tissue injury and mitral stenosis could not be determined. The cause of reported mitral regurgitation (mr) was due to procedural conditions. Tissue injury, mr and mitral stenosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and mitral stenosis it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The mean pressure gradient was noted to be 1mmhg. An ntw clip was successfully deployed on the mitral valve medial side of a2/p2. An nt clip was inserted and deployed lateral side of a2/p2, successfully reducing mr to trace. It was noted that after the clip was implanted, the gradient increased to 6mmhg. When assessing the leaflet insertion, it was observed that mr had returned to a grade of 3-4. Both clips were stable on the leaflets, but it was observed the nt clip had torn through the posterior leaflet. The patient remained stable; therefore, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.